Event description:
The patient was having a cardiac catheterization. During the beginning of the injection of the left ventricle, the neck down tip of the syringe where it connects to the body of the syringe "exploded" off the syringe. This resulted in 75 ml of contrast and blood being introduced into the room exposing several staff members to the blood. The syringe was used at setting of 20 ml/sec for a total of 25ml set for a limit of 1200 psi and achieved 3 psi.